Event description:
It was reported that the system displayed communication errors and locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board and the 5 volt power supply. The system operates as intended.